Manufacturer narrative:
This event was reported by the user facility under medwatch number: (B)(4). Csi staff was aware of the procedure (B)(6) 2019, but notification was inadvertently not provided to the postmarket surveillance department until after the medwatch was received from FDA. We apologize for the late filing of this report and have reviewed complaint reporting processes with the responsible party. The results of the investigation are inconclusive since the reported device was discarded by medical staff and was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Based on the information received by csi, the oad was operated in close proximity to the spring tip of the viperwire. The diamondback 360 coronary orbital atherectomy system instructions for use manual states, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
During the procedure, a 24mm segment of the viperwire guide wire fractured in a mildly-to-severely tortuous distal circumflex vessel after the oad came too close to the spring tip. The fragment was left in vivo, but a plan was made to attempt retrieval in the future. The patient later expired, and the opinion of the physician is that the death was unrelated to a csi device since the vessel exhibited good flow after tip detachment, and no dissection or perforation was observed.